Event description:
Reported 1 false positive sars result for one asymptomatic (off-label at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The patient was exposed to someone with covid-19.

Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.